Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that on (B)(6) 2018 the patient's manager at work called saying that the patient was complaining about leg pain, increasing tics, and word finding difficulties. They were instructed to turn unit off. The patient then reported feeling "overall better." The hcp gave a timeline of events: (B)(6) 2018 device was turned back on. (B)(6) 2018 voltage was increased to help reduce tics. (B)(6) 2018 device was turned off. Magnetic field suspected by patient and the device re-started once patient returned home. (B)(6) 2018 report received that the patient's rep toured the facility to assess the magnetic field present at both work building locations. The larger of the two buildings had more magnetic and electric fields than the smaller location. Metal shielding in his helmet and clothing have evidently not reduced the interaction of the electric and magnetic fields. The patient no longer works at either of these facilities. The issue is reported to be resolved by not returned to the facility in question.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient had to quit his job at the plant he worked at and is now working in a restaurant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient works in a manufacturing plant and noticed odd sensations in his forehead and temples when he was back at work after implantation of the full system. The plant where he works has equipment with large magnets, high electrical current usage and locations all throughout the premises. They walked through the facility and recorded any sensation or change he noticed and where it occurred. Even with the stimulation off he had sensations of pressure and a weird feeling in his head which caused him to feel lightheaded. Nothing is resolved as of yet and they are trying to find a way to protect the system. All device and therapy impedances are normal and when he leaves the facility he feels fine and the therapy is working well for his disease symptoms. The patient's medical history includes tourette's syndrome. No further complications were reported or anticipated with this event.